Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# j0104131v, implanted: (B)(6) 2001, explanted: (B)(6) 2002, product type: lead. Product ID: 3888-28, lot# j0104131v, implanted: (B)(6) 2001, explanted: (B)(6) 2002, product type: lead. Product ID: 7495-51, serial# (B)(4), product type: extension. Product ID: 7495-51, serial# (B)(4), product type: extension. The following coding applies to the implantable neurostimulator (model: 7427 serial: (B)(4)) (B)(4) the following coding applies to the leads (model: 3888-28, lot: j0104131v) (B)(4).

Event description:
The patient reported on (B)(6) 2015 that the wires were not anchored correctly and they "fell". They were noted to be lying at the base of the patient's head, doing nothing. As a result, the patient was not getting relief, so they kept "juicing up" the stimulation and "wrecked the battery". The patient reported that it was most painful. The patient had wires replaced several times. The related medical history included non-malignant pain and occipital neuralgia. A supplemental report will be submitted if additional information is received.